Manufacturer narrative:
No sample is available for evaluation. Lhr review is unable to be completed as the product information (model number and lot number) is unknown. The article references usage of proxicor but does not provide specific size or product name - assumed to be proxicor for cardiac tissue repair due to product indication for use and actual procedural use. It is noted that per the instructions for use (IFU - art-20700 rev. A, IFU, proxicor for cardiac tissue repair, ous) provided with the finished proxicor for ctr device (for ous), stenosis and reformation of intracardiac defect are listed in the IFU as potential complications associated with device usage.

Event description:
As part of the post market surveillance process, publication of the article entitled "virtual reality modelling based on computed tomography and three-dimensional angiography for planning of percutaneous and hybrid treatment in infants with pulmonary vein stenosis" was reviewed and summarized as follows: patient #2 was born at term (3.3 kg) with infracardiac total anomalous pulmonary venous return (tapvr) and underwent corrective surgery. At two (2) months patient experienced stenosis of the collector left atrial anastomosis treated with balloon angioplasty. One (1) month following angioplasty intervention, patient experienced restonosis of the anastomosis, re-operation performed to widen stenosed venous collector using the proxicor cardiac tissue repair (model number / lot number unknown - specific device not reported - based upon usage and device indication). Two (2) months following venous collector widening, patient presented with severe bilateral narrowing (e.g., restenosis) with turbulent flow. Proximal stenoses of all pulmonary veins was confirmed via angiography. Article states that patient was treated for neointimal hyperplasia of left-sided veins with good surgical outcome along with imatinib therapy. No further information regarding the specific model number and lot number were provided following multiple follow-up requests for additional information. Should any additional information be received a follow-up report will be submitted.